Manufacturer narrative:
After the customer obtained results back from cap, the customer retested the cap samples on the provue and this time obtained the correct result for the crossmatch. No other issues have occurred and customer is satisfied the analyzer is working as expected.

Event description:
The customer reports they got a false negative result reported to cap for one survey sample for crossmatch testing that as per cap results should have been positive. (B)(4).